Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after 9/9/24, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without device data from the reported event date, the cause of the event cannot be determined.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 9/18/24. The user was feeling dizzy and urinating frequently but could not recall details about how long their blood glucose had been high. They were confused during troubleshooting, and unable to describe the insulin infusion set properly. Due to their condition worsening, the agent advised them to contact ems. The user followed up later the same and reported that they were taken to the ER but were not admitted. They received IV treatment and experienced dizziness but did not recall their highest bg levels or how long the levels remained high. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.